Manufacturer narrative:
Initial.

Event description:
It was reported that the user intentionally entered a larger-than-actual meal announcement to obtain additional insulin for elevated blood glucose, despite having eaten a usual dinner, and was advised to discontinue this practice and allow the correction algorithm to address hyperglycemia. Symptoms included hyperglycemia. Outcomes included no hospitalization, no alerts or alarms, and completion of troubleshooting and education. Investigation included customer interview and review of device use practices. Investigation of this case revealed user technique and use error related to meal announcements; the device and its components functioned as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error and use of the device outside of instructions for use.